Event description:
A customer contacted beckman coulter inc. (Bci) to report calcium calibration set points failing. In addition, the customer reported a broken y15 fitting, which leaked, on the synchron cx5 delta clinical system the customer cleaned the spill. No operator exposure was noted.

Manufacturer narrative:
The customer reported calcium calibration set points failing. Cx4 line y fitting was broken. A bci field service engineer (fse) visited the customer on (B)(6) 2011. The customer was operation and no further leaks were noted following the visit.